Manufacturer narrative:
Device eval. The stent remains in the pt, and the delivery device was not returned; therefore no direct product analysis will be available. As no device was returned for analysis, it is not possible to determine the root cause.

Event description:
Clinical study. It was reported that the pt experienced a reocclusion that required a target vessel reintervention (tvr). The pt presented for treatment with an acute myocardial infarction. The target lesion reported as the proximal left anterior descending artery (prox lad) with a reference vessel diameter of 3.5mm. The degree of stenosis was 100% total occlusion. The lesion was mildly tortuous with no calcification reported. The index procedure medications were heparin, 2b3b, aspirin, clopidogrel, beta blocker, ace inhibitor, statin, and lmwh. The lesion was treated with a 3.50mm x 28mm taxus express 2 stent. The residual stenosis was 10% with a timi 2 flow. The pt was discharged shortly thereafter with aspirin and plavix. Three hundred and ninety nine days post index procedure, the pt under went a tvr for reocclusion of the target vessel. The pt was treated with a non-boston scientific stent to the target vessel. The physician deemed this a restenosis of the target vessel. The event was reported as resolved the same day. The pt was discharged with aspirin, plavix, bisoprolol, ramipril, simvastatin, diazepam nightly, eplerenon, and neuropharmaca (atosil, akineton, saroten). In the opinion of the physician, the event was probably related to the study device.